Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The reported patient effect of mitral regurgitation (mr) was likely a result of the slda. It should be noted that the reported patient effect of worsening mr is listed in the mitraclip nt system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing the mr to 1. On (B)(6) 2018, a follow up echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 3-4. The patient is stable. No additional treatment is planned. No additional information was provided.